Event description:
Nurse reports: pump alarmed but low battery alarm did not show on pump status - catheter revision done and approx. 2 days later - pump alarm sounded again but this time displayed on the programmer pump status screen - pump replacement done.

Manufacturer narrative:
This report is being submitted following an internal audit. Follow-up with the initial reporter was not possible. The initial reported was no longer at the clinic.